Manufacturer narrative:
No malfunction was reported. The product was not returned.

Event description:
Patient underwent rf ablation procedure to her right leg in 2007. Dyspnea. CT scan findings suspicious for acute pulmonary emboli.